Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damage, and the conductor wire was exposed as a result. Components adjacent to this conductor wire did not show damage. No broken grip cables or wires found. The instrument passed the electrical continuity test in both grips. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction: field d4. Lot number was updated. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.